Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with a complaint of chest paint. It was noted that the implantable cardioverter defibrillator (ICD) reached end of service (eos) and was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited chronically high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.